Event description:
New information stated that on (B)(6) 2015, the pulse generator was reprogrammed to resolve undersensing. No patient condition was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for episodes of ams. Upon interrogation, the pulse generator exhibited intermittent undersensing. No intervention was performed. No further information was available.